Event description:
It was reported that post-sensed t-wave oversensing was observed on the ventricular channel on a remote transmission. The patient received inappropriate antitachycardia pacing therapy. The device was reprogrammed. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.